Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator shut down, alarmed, and showed a loss of ac power. It did turn on using backup (battery) power. There is no reported patient involvement associated with this event.

Manufacturer narrative:
(B)(4). The service engineer replaced the power supply to resolve the reported complaint. The ventilator was returned to the customer.